Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 24-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('remains of the essure, half of one of the implants is missing'), genital haemorrhage ('haemorrhage') and ulnar nerve injury ('two operations in left arm ulnar nerve') in a female patient who had essure (batch no. 761427) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), ulnar nerve injury (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), alopecia ("incessant hair loss"), nervous system disorder ("nervous system problems in limbs"), fibromyalgia ("fibromyalgia") and allergy to metals ("allergic to nickel, cobalt, palladium and vanadium"). The patient was treated with surgery (remove the essures by laparoscopy and two operations in left arm ulnar nerve). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, ulnar nerve injury, arthralgia, headache, alopecia, nervous system disorder, fibromyalgia and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, device breakage, fibromyalgia, genital haemorrhage, headache, nervous system disorder and ulnar nerve injury with essure. The reporter commented: the remains given to her showed that half of a complete implant was missing. She may have to undergo surgery again. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: allergy testing for the components of this implant, with grade IV positive results for nickel, cobalt, palladium and vanadium. X-ray - on an unknown date: results pending. Batch number: 761427 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: ha number received - (B)(4). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 25-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('remains of the essure, half of one of the implants is missing'), genital haemorrhage ('haemorrhage') and ulnar nerve injury ('two operations in left arm ulnar nerve') in a female patient who had essure (batch no. 761427) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), ulnar nerve injury (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), alopecia ("incessant hair loss"), nervous system disorder ("nervous system problems in limbs"), fibromyalgia ("fibromyalgia") and allergy to metals ("allergic to nickel, cobalt, palladium and vanadium"). The patient was treated with surgery (remove the essures by laparoscopy and two operations in left arm ulnar nerve). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, ulnar nerve injury, arthralgia, headache, alopecia, nervous system disorder, fibromyalgia and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, device breakage, fibromyalgia, genital haemorrhage, headache, nervous system disorder and ulnar nerve injury with essure. The reporter commented: the remains given to her showed that half of a complete implant was missing. She may have to undergo surgery again. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: allergy testing for the components of this implant, with grade IV positive results for nickel, cobalt, palladium and vanadium. X-ray - on an unknown date: results pending. Batch number: 761427 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('remains of the essure, half of one of the implants is missing'), genital haemorrhage ('haemorrhage') and ulnar nerve injury ('two operations in left arm ulnar nerve') in a female patient who had essure (batch no. 761427) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), ulnar nerve injury (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), alopecia ("incessant hair loss"), nervous system disorder ("nervous system problems in limbs"), fibromyalgia ("fibromyalgia") and allergy to metals ("allergic to nickel, cobalt, palladium and vanadium"). The patient was treated with surgery (remove the essures by laparoscopy and two operations in left arm ulnar nerve). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, ulnar nerve injury, arthralgia, headache, alopecia, nervous system disorder, fibromyalgia and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, device breakage, fibromyalgia, genital haemorrhage, headache, nervous system disorder and ulnar nerve injury with essure. The reporter commented: the remains given to her showed that half of a complete implant was missing. She may have to undergo surgery again. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: allergy testing for the components of this implant, with grade IV positive results for nickel, cobalt, palladium and vanadium. X-ray - on an unknown date: results pending. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.